Event description:
Reporter performed a serum hcg and reported a positive result. The pt was referred out; they performed a hcg and reported a negative result. The pt returned to inform reporter of their negative result. Reporter repeated the tests once again on the same lot number as previously performed and once on the new lot number. All tests performed were serum hcg's. Reporter also sent a qualitative and quantitative hcg to reference lab; the results were negative and 0.0 respectively. Reporter called signify's tech service to report problem. They faxed reporter an explanation of corrective action. Reporter has discontinued the use of this product.